Manufacturer narrative:
H.6. Investigation summary: one photo sample was received by our quality team for evaluation. From the photo, signs of the safety shield being broke off and missing from the unit package was observed. The customer experience was confirmed from the photo evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The primary packaging process was reviewed. There is a safety shield presence sensor to detect for missing safety shield and auto-reject the part. The sensor was challenged and able to auto-reject the part. The safety shield could have experienced signs of breakage during exercising motion and dropped off when moving to the next station. Reviewed the molding first piece report and the roundness and rod od measurements were within specification. Root cause could not be determined for safety shield broke off as no sample is returned for investigation. There is a vision system at the primary packaging machine to check for missing safety shield. Upon detected missing shield, the vision system will trigger the machine to stop. H3 other text : see h.10.

Event description:
It was reported that the bd eclipse¿ needle safety shield was found detached before use. The following information was provided by the initial reporter: "we continue to find unacceptable units (missing safety shield) in lot number 8171369."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd eclipse¿ needle safety shield was found detached before use. The following information was provided by the initial reporter: "we continue to find unacceptable units (missing safety shield) in lot number 8171369."